Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing. Technical services (ts) reviewed and stated that the patient was in dual arrhythmia with atrial fibrillation (af) and ventricular tachycardia (vt)/ventricular fibrillation (vf). The device exhibited a shock, and the rhythm was converted. It was noted that post shock ap and vp occurred due to atrial undersensing. The deflections on the right ventricular (rv) and shock egm (falling in blanking) was consistent with ap crosstalk. Ts recommended reprogramming options. This device remains in service. No adverse patient effects were reported.